Event description:
Clinic notes dated (B)(6) 2015 note that the patient had vns implanted in (B)(6) 2011 and that the patient had no seizures, but they came back. It was noted that the patient now has mild absent short lasting seizures but when he misses his dose is when this happens. It was noted that exacerbating factors consist of missed medication. The plan noted to get the vns tested. The relationship of the increased seizures to vns therapy is unknown. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. The patient was referred for surgery. No known surgical interventions have been performed to date.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement. Attempts to have the explanted generator returned for analysis have been unsuccessful to date.

Event description:
The physician's office reported that (B)(6) 2015 was the patient's first visit and it was unknown whether or not the seizures were above the patient's pre-vns baseline frequency. It was reported that the physician did not likely believe the vns is related to the increase in seizures and that the patient has not yet been seen again. No additional relevant information has been received to date.